Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the depleted battery and high current drain was confirmed. The cause of the anomaly was a solder bridge on an integrated circuit.

Event description:
It was reported that at interrogation of the recorder there was an indication that it should be replaced, after only being implanted for three months. The patient was reluctant to have it removed, despite encouragement from a health care professional. Five months later, the recorder was explanted and replaced due to premature battery depletion. No patient complications were reported as a result of this event.